Event description:
It was reported that the customer's blood glucose (bg) was 396 mg/dl and correction boluses were delivered. Customer was temporary sick (unknown diagnosis) at the time of the event. Customer went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. No information regarding the ER visit was provided. Customer alleged there may have been an issue with the cartridge and infusion set as bg returned to "normal" after the supplies were changed. During pump system check with the distributor, the pump time was incorrect as customer did not change time during daylight saving and during the system check a data error alert occurred. No other issues were observed. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery.